Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that the manufacturer representative adjusted the settings to increase the strength of the settings right at the pain location was confirmed to be at the lumbar area of the spine and to reduce the surrounding area. It was noted that the stimulation issue was not resolved. The patient had requested to meet with their health care professional (hcp) to either remove the stimulator or to fix it because it was strong right over the pain area without reducing pain. Patient weight at the time of the event was reported to be (B)(6) lbs. No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had a return of symptoms, loss of therapy, and terrible back pain over the past two weeks. The change was noted to be gradual. It was stated that the stim was not helping, but that they followed up with an health care professional (hcp) who had the patient reprogrammed. On (B)(6) 2017 it was stated that issue had since been resolved. Other relevant medical history includes spinal pain. The patient reported they were having a lot of problems with pain, and cant¿ seem to get the right settings to help. They stated they have pain right on their spine in the l2 and l3 right above their fusion. The patient noted that they can hardly walk or lift anything. They also noted they were implanted for pain in their back and into their hips. They mentioned that they had some reprogramming last fall, and the adjustments seemed to help, but they still had pain. The patient then went to the pain clinic in march, where they did a radio frequency ablation on their right and left side. They stated that helped with their pain a lot, so now they don¿t have much pain in their hips anymore, but they still have a lot of pain in their back. It was mentioned that the patient has tried all the new programs and adjusted frequency to address the back pain. They stated they feel stimulation now on program 1 and 2 at 8.6v, but it isn¿t comfortable. The patient noted that they frequently decrease stimulation because it is not comfortable. They indicated that program 3 and 4 are at 3.2v, but they can¿t increase those programs because they will get really strong stimulation in their legs. The patient stated that they will give their manufacturing representative a call. No further complications were reported. The patient was implanted for spinal pain.

Manufacturer narrative:
(B)(4) was incorrectly coded, and this code does not apply to the event.